Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of serice required. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to a third-party service center. The technician confirmed pca and outlet burnt signal. The third-party service center concludes that they could confirm the customer's allegation. There were multiple error code found.